Event description:
Customer reported no reactivity observed when s183 cell I was converted to 0.8% and tested against a patient with a history of anti-e. No death or serious injury was associated with this incident.